Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial pacing lead exhibited pacing impedance measurements greater than 2,000 ohms. All other lead diagnostics were acceptable and stable. No adverse patient effects were reported.